Event description:
A customer reported that a footswitch would not go out of position 0 before a procedure. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on august 8, 2007. The associated system was manufactured on august 24, 2010. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed small scratches, filth, rubber fray and dents. The footswitch (was connected to a calibrated system hotbed and tested. The reported event was replicated, with the switches being functional but the system would not respond to treadle action. No system message displayed. The footswitch was opened to isolate the issue and the red wire that connects to the micro switch was disconnected. The red wire was soldered back onto the micro switch. The footswitch was tested connected to a calibrated system hotbed and tested. No nonconformities observed. The root cause of the reported event can be attributed to the red wire that connects to the micro switch being disconnected. However, it is unknown as to how this red wire became detached. (B)(4).